Manufacturer narrative:
See b5 section.

Event description:
Information was provided that there was in fact no patient involvement.

Manufacturer narrative:
A series of chemolock's photos were shared by the customer, where a hole on the main seal is observed on the sample, the lot and item information are shown. A syringe is observed to be connected and a leak from the seal is observed. One used list# kl-msu3, chemosafelock connecter was received for evaluation. As received the sample was cut visually inspected and no damage on main seal was observed. However, a hole on the chemolock poppet was observed, no additional damage or anomalies were observed. No mating device was returned for evaluation. Complaint of leaks can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10, h4 and h6. D9 - date returned to mfg: 10/24/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemosafelock connecter generated a leak during patient use. The reporter stated "leakage."there is 1 defective quantity and is available for return. There was no contamination with blood or body fluid. There is also impossible disclosure of patient information. The event occurred during preparation. There was no serious death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no med/surg intervention required. The device(s) were changed out/replaced with no further problems encountered and the involved device(s) are available to be tested. As per the report, "one (1) actual sample was received connected to a 20ml syringe. The individual package was also returned. With ¿as-received¿ condition, our in-house kl-bs001u3 was connected to the returned sample. After removed the kl-bs001u3, we have pressed the syringe plunger. As a result, leakage was confirmed at the top surface of the sample. After wiped off the liquid, we have closely checked the top surface. The hole on the top surface (poppet) was confirmed." A picture is available showing the affected product with a hole on top of the silicone seal. There was no patient harm reported.